Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction with a two unspecified mentor saline breast implants and experienced bilateral capsular contracture bilaterally (grade unknown). The patient reported that her scar tissue pushed her implants upward. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implant prostheses (catalog #: 3503501bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2012. The date of event was estimated as (B)(6) 2012 based on available information. This report is for the left-sided prosthesis.